Manufacturer narrative:
The event unit is not returning to applied medical and no lot number has been provided. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: revision av graft. Event description: this report is in response to medwatch #(B)(4). 4fr fogarty catheter balloon would not inflate upon test prior to use in patient; after first malfunction, removed from field, opened second catheter and same issue occurred. Second catheter again removed from field. This report is for the second catheter. Device malfunction - that is, the device did not do what it was supposed to do. Product is not available for evaluation. Patient status: no adverse event.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. This report is to follow up medwatch #(B)(4). This event is not reportable as it is unlikely to cause or contribute to death or serious injury.

Event description:
Procedure performed: revision av graft. Event description: this report is in response to medwatch #(B)(4). 4fr fogarty catheter balloon would not inflate upon test prior to use in patient; after first malfunction, removed from field, opened second catheter and same issue occurred. Second catheter again removed from field. This report is for the second catheter. Device malfunction - that is, the device did not do what it was supposed to do product is not available for evaluation. Patient status: no adverse event.